Manufacturer narrative:
If additional information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing a gradual increase in pacing impedances and high capture thresholds. Evaluating the lead in different polarity configurations was recommended but the impedance values had been within normal values. Some years afterwards the impedance values continued being high within normal limits but then decreased to normal values and thresholds continued being high. Also, noise over sensing was observed recently at a presenting electrogram (egm). They discussed the option for checking any electromagnetic interference, just in case but trouble-shooting rv and also ra lead, bipolar and unipolar was recommended. It was also discussed to check if there was a lead crush or any signs of lead issues on x-ray. As the pacemaker battery appears to be less than three months, they considered addressing leads at change out, or sooner if needed. The rv lead remains in service at this time. No adverse patient effects were reported.